Event description:
Post cardiac catheterization procedure 6fr angioseal was attempted to be deployed, the anchor was deployed inside the vessel as per usual, but when snugging the anchor and before the collagen plug was deployed the suture holding the anchor in place broke, resulting in a failed closure. Pressure was held until hemostasis. A bedside ultrasound was performed, identifying the anchor at the deployment site. There was concern that the anchor could embolize or migrate, the decision was made to consult vascular surgery for removal of anchor. Surgery was completed and anchor identified and removed.